Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition leakage test using bubble emission technique check for mechanical free moving check for sticky triggers check for wear on housing check general function of device during the service evaluation the following failures were identified: functional : will not run visual : component damaged internal finding : leak tightness test failure functional : sticky trigger conclusion: ¿ failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger, leak tightness test failure, would not run and component damage. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check for wear on housing and check general function of device. It was noted in the service order that the device trigger was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a supplemental medwatch will be submitted accordingly.